Event description:
Non- integration. 2 implants were implanted on (B)(6) 2022. One implant did not integrate and was removed.

Event description:
Non-integration. 2 implants were implanted on (B)(6) 2022. One implant did not integrate and was removed.